Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. We are unable to determine the root cause due to no product or lot number received. No further investigation or corrective action is necessary.

Manufacturer narrative:
The product specialist met with the surgeon and suggested to remove the infusion line to check for obstruction. The user facility did not retain the pack or notate the lot number. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported after a successful phaco, the surgeon began a vitrectomy running infusion around 35. The infusion felt low so the surgeon increased the infusion to around 60 (saying it almost felt like an obstruction, however the line was checked for kinks, etc and all was ok). When aspirating the dye, it became apparent that the eye had actually become soft (which had been masked by the reduced vision due to the dye) and resulted in the capsule being aspirated and torn. The lens that the surgeon had placed was now sitting on the retina. The lens had to be removed. The patient had a previous corneal graft; however the surgeon believes that the damage was created during this procedure. Surgery was delayed by 30 minutes and a sulcus lens was implanted.